Event description:
Caller reported cgm error 42, indicating an issue with the continuous glucose monitor. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in resetting the pump, after which the cgm error code no longer appeared, allowing the customer to successfully start their sensor session.